Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a sacroiliac and thoracolumbar procedure that the spheres were not being tracked when five passive markers were attached to the passive probe. The issue was not resolved even though the passive markers were replaced with new ones. The procedure was completed by replacing the passive probe with ball chip probe. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the instrument was damaged. It was noted that the passive planar probe was deformed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the damage was caused by cleaning and normal use.

Manufacturer narrative:
The instrument was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue could not be confirmed. The returned probe was found to be in good condition with no apparent physical damage. With markers attached and fully seated, the probe returned good geometry and divot error readings with normal tracking. No problem found. If information is provided in the future, a supplemental report will be issued.